Manufacturer narrative:
Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving bupivacaine (30 mg/ml, 12.5 mg/day) and dilaudid (9 mg/ml, 3.7476 mg/day) via intrathecal drug delivery pump for spinal pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient had a lithotripsy procedure 'last week' and had been in excruciating pain since then. It didn't seem like the pump was working at all. Troubleshooting could not be done; the rep did not know if the patient was hearing any alarms. The event occurred 'last week.' They were planning to bring the patient in 'today' to check the pump and possibly do a dye study. No further complications were reported.